Event description:
It was reported that the extractor xl 15 mm retrieval balloon was breaking along the seam. It was not known if the device was used during a procedure. No further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.